Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, her vision had decreased and was distorted. She was diagnosed by her surgeon with a macular hole and was referred to a retinal specialist. Additional information was provided by the surgeon who reported that the visual complaint was not related to the lens, but instead was caused by the macular hole. Further eye care will be managed by the retinal specialist.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The file indicated the use of a cartridge and handpiece (models unk), and viscoelastic. The product history records could not be reviewed for the cartridge lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic is not approved for this lens and cartridge combination. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested. A completed questionnaire was received on (B)(4) 2013. (B)(4).